Event description:
It was reported per medwatch mw5106792 that both pump cadd legacy are alarming for "no disposable, no cassette" alerts. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No.